Event description:
A report was received that the trial pt had a mild discharge from the right lead incision. The physician prescribed the pt augmentin and removed the leads.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.